Event description:
It was reported that the patient presented for explant of the implantable cardioverter defibrillator (ICD) due to infection that caused septic shock. No further information was available.